Manufacturer narrative:
(B)(4). The complaint rt329 infant continuous flow breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to our distributor that two rt329 infant continuous flow breathing circuits would not heat. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt329 infant continuous flow breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The inspiratory and expiratory heater wires of the two complaint devices were resistance tested using a calibrated multimeter. Results: visual inspection revealed that no damage was observed to the complaint devices. Electrical resistance testing was carried out on each complaint device. The testing showed that the inspiratory limb heater wire resistance of both complaint devices was open circuit. Continuity testing showed that the open circuit was located in the connection between the heater wire and the left heater wire pin inside the overmoulded plug for device 1. For device 2 the open circuit was located in the connection between the heater wire and the right heater wire pin inside the overmoulded plug. A lot check revealed no other complaints of this nature for lot 130814. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, rendering the circuit unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production. Any circuit that fails is rejected. This suggests that the heater wire became open circuit after it was released for distribution. The user instructions that accompany the rt329 infant continuous flow breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". Our monitoring and trending of complaints involving electrical open circuits in heater wires in infant breathing circuits has a rate of occurrence of (B)(4).

Event description:
A hospital in (B)(6) reported to our distributor that two rt329 infant continuous flow breathing circuits would not heat. This was observed prior to patient use.